Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis performed revealed no anomalies were found and no issue identified that required full analysis. (B)(4).

Event description:
It was reported that the patient developed a sepsis infection and vegetation was observed on the right ventricular (rv) lead. The implantable cardioverter defibrillator (ICD) and rv lead were explanted. No further patient complications have been reported as a result of this event.